Event description:
Privileged and confidential: reportedly, during an evaluation of rsp adult endotracheal tube holder, "a pt extubated himself. The adhesive no longer sticks after the second day" of use; oral secretions are normal, stated the device operator. He stated further, "it did not make any injury to the pt because they were supposed to extubate the pt during the day. It advanced the extubation couple of hours. The time it arrived was just not a good time". The complainant further stated, "the weight of the ventilator tube pulls the endotracheal tube out (of the holder)." Intubation was done in the emergency room. Self-extubation occurred in ICU.